Manufacturer narrative:
Concomitant medical product: product ID: 8835, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from a family member regarding a patient receiving bupivacaine (40 mg/ml, unknown dose), baclofen (1 ,220 mcg/ml, unknown dose) and morphine (15 mg/ml, unknown dose) via an implantable pump for non-malignant pain and complex regional pain syndrome type 2. On (B)(6) 2018, the patient was instructed to contact their manufacturer representative (rep) because their pump was flipping. The patient was having a hard time with refills and using the personal therapy manager (ptm). The patient reported that this all started about a year ago, but it "wasn't always consistent but now it [was] consistent". They suspected the pump was flipping. It was noted that the patient lost 30 lbs. In (B)(6) 2018 and the "pump is flipping more". The patient stated that because the pump was flipping, they were having a harder time using the ptm to do a bolus. Since the patient had lost weight, they were also having a harder time with refills and using the ptm. The patient stated their boluses were set to 4-5 times a day. The patient stated they don¿t understand when the time resets and their healthcare professional (hcp) was not sure, either. The patient stated that sometimes the ptm said to wait 8 hours, 11 hours, and sometimes 5 hours. The revolving clock was reviewed and the patient stated that was c onfusing. The patient stated they sometimes use the boluses "a lot" and sometimes not. In (B)(6) 2018 , the hcp attempted to aspirate drug out to put new drug in, but they were unable to find the "port hole". The hcp had to bring the patient into the hospital to perform the refill because of the difficulty locating the refill septum during the refill. The hcp also confirmed the pump had flipped. The patient stated they had a "total knee" done and "other things" and has been in more pain for the past 3 years. The patient also mentioned they were on a fentanyl patch and "can be sensitive to what medicine is in her".

Event description:
On 2018-dec-04, additional information was received from an healthcare professional (hcp). The information received contained progress notes from appointments on (B)(6) 2018. Progress notes on (B)(6) 2018 , stated the patient presented for interventional pain follow up. The patient came in for a wound check. Vital signs were; hr 80/m, bp 143/81 mmhg, ht 66in, wt 160 lbs. Bmi 25.82 index, ht-cm 167.64 mc, wt-kg 72.58kg. Examination stated: multiplanar imaging review x-rays of lumbar spine, lumbar spine, and abdomen was completed on (B)(6) 2018 demonstrate medtronic 565 laminotomy epidural electrode with extension connections. Lead is above t9 with ascenda it catheter tip at t9. Connections to the ipg appear intact. No it catheter disruption is noted. X-rays of the knee was completed on (B)(6) 2016 demonstrates decrease of the left lateral meniscal height with sclerosis of the contiguous femoral and tibial bone. Physical exam; extremities; abnormalities: well healed right knee cicatrix. Ambulation: antalgic reports using cane occasionally when she is able to lean on her husband. Knees show full extension and flexion. Flexibility: is abnormal: with limited right knee extension and flexion. She is localizing pain into the right knee region. I suggested an orthopedic evaluation. Post implantation exam: the implantation sites are satisfactory in appearance, with edema at implant site. The incisions are intact and well healed. There is no stigmata of infection. On physical examination and the incisions are intact with inflammation over the thoracic incisions, there is also a rash. Review of symptoms stated, "denies change in appetite. Denies chills. Denies fatigue. Denies fever. Denies headache. Denies lighheadedness. Denies sleep disturbance. Denies weight gain. Denies weight loss." Treatment for crps type 2: "continue fentanyl patch 72 hour, 50 mcg/hr, 1 patch to skin, transdermal, with patch changes every 48hours, 30 days, 10, refills 0. Continue baclofen tablet, 10 mg, 1 tablet with food or mil, orally, 12 hours prn, 30 day(s), 60, refills 3. Continue voltaren gel, 1%, as directed, transdermal, twice a day, 3 months, 5 boxes, refills 3. Notes: duracef 500 mg bid x 10 days, topical otc steroid for rash. Treatment for postlaminectomy syndrome, lumbar region: start dilaudid tablet, 2 mg, 1 tablet as needed, orally, every 6 hrs, 7 days, 30, refill 0. Progress notes on 2018-nov-07, stated the patient presented for medical pain management and intrathecal pump refill. Vital signs were; vps 8/10. Examination stated: multiplanar imaging review x-ray of the lumbar spine, lumbar spine, and abdomen was completed on (B)(6) 2018 demonstrate medtronic 565 laminotomy epidural electrode with extension connections. Lead is above t9 with ascenda it catheter tip at t9. Connections to the ipg appear intact. No it catheter disruption is noted. X-rays of the knee was completed on (B)(6) 2016 demonstrates decrease of the left lateral meniscal height with sclerosis of the contiguous femoral and tibial bone. Physical exam; extremities: abnormalities: well healed right knee cicatrix. Ambulation: antalgic reports using cane occasionally when she is unable to lean on her husband. Knees show full extension and flexion. Flexibility: is abnormal: with limited right knee extension and flexion. She is localizing pain into the right knee region. I suggested an orthopedic evaluation. Post implantation exam: on physical examination and the incisions are intact with inflammation over the thoracic incisions, there is also a rash last visit which has completely resolved. There is still slight thickening over the explant sites of the lead connectors. The ipg explant site is well healed. The laminotomy incision is slightly inflamed. Pump refill procedure: using aseptic technique, the implant site was prepped with betadyne. Using sterile draping was performed. The reservoir port was entered with a 22g huber needle, 6 ml of clear aspirate was obtained. 40 ml of intrathecal medication was instilled. The patient tolerated the refill procedure well. The primary medication instilled into the pump is: preservative-free morphine sulfate 15 mg/ml. Secondary medication instilled into the pump is: bupivacaine 40 mg/ml. The patient is receiving the primary medication at a rate of 5.8722 mg/day, the secondary medication at a rate of 15.659 mg/day, the tertiary medication at a rate of 477.61 mcg/day. The patient's next refill is due on or before 2019-jan-07 at maximum ptm activations. The tertiary medication instilled into the pump is baclofen 1,220 mcg/ml. Will increase morphine to 15 mg/ml with baclofen to 1220 mcg/ml. Review of symptoms stated, "denies change in appetite. Denies chills. Denies fatigue. Denies fever. Denies headache. Denies lightheadedness. Denies sleep disturbance. Denies weight gain. Denies weight loss." Treatment for crps type 2: continue fentanyl patch 72 hour, 50 mcg/hr, 1 patch to skin, transdermal, with patch changes every 48 hours, 30 days 10, refills 0. Continue baclofen tablet, 10 mg, 1 tablet with food or milk, orally, 12 hours prn, 30 day(s), 60, refills 3. Continue voltaren gel, 1 %, as directed, transdermal, twice a day, 3 months, 5 boxes, refills 3. Notes: duracef 500 mg bid x 10 days, topical otc steroid for rash. Progress notes on 2018-dec-03, stated the patient presented for interventional pain follow up. The patient's history of present ill ness; pain in the following locations: axial low back at lumbarsacral junction, with le radiation on the right, with le radiation on the left, mid thoracic region. She is reporting intermittent spasm and pain in the area of the ipg removal. She reports sx last up to one minute and occur daily with a minimum of two times per day. Sx induced by activity. Vital signs: hr 83/min, bp 152/73 mmhg, ht 66 in, wt 159, bmi 25,66 index, ht-cm 167.64, wt-kg 72.12 kg. Examination stated: multiplanar imaging review x-rays of the lumbar spine, lumbar spine, and abdomen was completed on (B)(6) 2018 demonstrate medtronic 565 laminotomy epidural electrode with extension connections. Leas is above t9 with ascenda it catheter tip at t9. Connections to the ipg appear intact. No it catheter disruption is noted. X-rays of the knee was completed on 2016-june-29 demonstrates decrease of the left lateral meniscal height with sclerosis of the contiguous femoral and tibial bone. Physical exam: extremities: abnormalities: well healed right knee cicatrix. Ambulation: antalgic reports using cane occasionally when she is unable to lean on her husband. Knees show full extension and flexion . Flexibility: is abnormal: with limited right knee extension and flexion. She is localizing pain into the right knee region. I suggested an orthopedic evaluation. Post implantation exam: the implantationsites are satisfactory in appearance, with edema at implant site. The incisions are intact and well healed. There is no stigmata of infection. On physical examination and the incisions are intact with inflammation over the thoracic incisions, there is also a rash last visit which has completely resolved. There is still slight thickening over the explant sites of the lead connectors. The ipg explant site is well healed. The laminotomy incision is still slightly inflamed and healing well with overall improvement. Review of symptoms stated, "denies change in appetite. Denies chills. Denies fatigue. Denies fever. Denies headache. Denies lightheadedness. Denies sleep disturbances. Denies weight gain. Denies weight loss." Treatment for crps type 2: continue fentanyl patch 72 hour, 50 mcg/hr, 1 patch to skin, transdermal, with patch changes every 48 hours, 30 days, 10, refills 0. Continue baclofen tablet, 10 mg, 1 tablet with food or milk, orally, 12 hours prn, 30 day(s), 60, refills 3. Continue voltaren gel, 1% as directed, transdermal, twice a day, 3 months, 5 boxes, refills 3. Treatment for postlaminectomy syndrome: refill dilaudid tablet, 2 mg, 1 tablet as needed, orally, every 6 hours, 7 days, 28, refills 0. Treatment for others: refill maxalt tablet, 10 mg, take one tablet by mouth every 8 hours as needed, orally, 12 hours prn, 30 days, 60, refills 3.

Manufacturer narrative:
Concomitant medical products: product ID 8835 lot# serial# (B)(6) product type programmer, patient medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.